Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atm and a vertical rupture was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.